Manufacturer narrative:
(B)(4). Date sent: 7/28/2017. Batch # unk.

Event description:
It was reported that during an unknown procedure, the white tissue pad was fallen off. The fallen piece was retrieved by forceps and was disposed. Changed to another device to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).batch # n92j92. The device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted, not all present and a small portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A batch history record review was performed, and a protocol and/or nc was found during the manufacturing of this batch but was not related to the event description. Additionally, no nc and protocols related to the complaint were created during the manufacturing process.